Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that after a fall patient experienced ineffective therapy and the device is unable to enter MRI mode. Reprogramming was attempted to no avail. Lead diagnostics showed that contacts 9-16 had high impedances. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient's lead was fractured. Surgical intervention was undertaken on (B)(6) 2025 in which the lead was explanted and replaced.